Manufacturer narrative:
Based on the reported information, there is no evidence suggesting that the liquid embolic material was defective, but rather a procedure related event. Per the liquid embolic material instructions for use (IFU): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. MDR related to this event: 2029214-2016-01138, 2029214-2016-01139.

Manufacturer narrative:
The material was not returned for analysis as it was consumed in the procedure. The investigation is still underway, upon completion a supplemental report will be submitted. MDR related to this event: 2029214-2016-01138 2029214-2016-01139. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an onyx embolization of an arteriovenous malformation (avm), the apollo catheter fracture at about 8 cm from the tip and this portion of the catheter was left within the feeding artery. The patient was reported to have been exhibiting slight dysmetia post the procedure. The patient is waiting for more endovascular treatment.